Event description:
A (B)(6) year old female presented with ear pain resulting from use of ear candling; mild inflammation of the ear canal. Is the product over-the-counter: yes. Event abated after use stopped or dose reduced: yes.